Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned from stock for investigation and no defects were noted during visual evaluation and simulated use testing. In addition, an investigation of the device manufacturing records was conduced by the manufacturer . Ther were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This is one of two events for the same patient.

Event description:
A peritoneal dialysis (pd) patient's nurse reported that the cycler stopped draining the patient. The treatment was canceled and when the cassette door was opened fluid leaked out. The set was discarded. During follow up the nurse reported that the patient did not have any complications due to the event. The patent has been changed to hemodialysis. No adverse event reported at this time.